Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the left axilla of the patient. Counter pulsation balloon with 24 hours of insertion, when reviewing it bleeding is evident in the insufflation lines. The staff noted that "fissure is evident in the ball". As a result, the iab was removed and a second iab was used. This happened twice with two iabs. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For related event see MDR #3010532612-2018-00360 and tc #1900064342. Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. A broken central lumen was noted on the returned device during the complaint investigation. A break in the central lumen can result in a helium leak through lumen crossover. The root cause of the broken central lumen is undetermined. A suspected cause is improper handling during preparation and insertion of the iab. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service will be performed to reiterate the IFU to the customer.

Manufacturer narrative:
(B)(4). For related event see MDR #3010532612-2018-00360 and tc #1900064342.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the left axilla of the patient. Counter pulsation balloon with 24 hours of insertion, when reviewing it bleeding is evident in the insufflation lines. The staff noted that "fissure is evident in the ball". As a result, the iab was removed and a second iab was used. This happened twice with two iabs. There was no report of patient complication or serious injury and death.